Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions and component codes), h11 corrected fields: e3 and g2 the clinical staff were advised that the inner lumen of the iab serves as a backup for fiber optic (fo) pressure monitoring, which was confirmed to be functioning as expected. It was determined that replacement of the iab was not required. The clinicians were instructed to treat the inner lumen as non-patent and manage it per their hospital protocol. No further troubleshooting was requested, and the customer expressed appreciation for the guidance provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4). The additional reporter name is (B)(6).

Event description:
Esp- user called into emergency support program line stating they have just recently received a patient from an outlying facility. Patient is on iabp therapy with a cardiosave pump and sensation 7fr 40cc iab. They state they were changing out the pressure tubing that runs to the inner lumen of the iab per their hospital protocols upon receiving a patient. While doing this they discovered they could not flush or aspirate the inner lumen while in standby. The emergency service programme personel reviewed the inner lumen would have been the backup for the fo (which is operating as expected) and that the iab does not need to be replaced and instructed them that the iab does not need to be replaced and to treat the inner lumen as no longer patent per their hospital protocol. No harm or injury reported.